Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the reservoir had herniated. The reservoir migrated from the space of retzius to mid-line close the incision. A surgical procedure was performed during which the existing reservoir was removed and replaced and filled with saline. No patient complications were reported.